Event description:
It was reported that the patient presented in clinic. Upon review, the patient's pacemaker exhibited incorrect data. No intervention was performed. The patient was stable.

Manufacturer narrative:
Further information requested but was not received.